Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 18-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal bupivacaine and dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported they had been complaining about the issue. Patient reported the healthcare provider (hcp) office was paying attention since (B)(6) 2025 when they were removing medication from the pump. Patient reported they removed half the medication that was remainder in the pump. Patient stated something was wrong. Patient stated the hcp office thought there was a kink somewhere. Patient stated hcp increased the medication and bolus and she was not getting relief. Patient stated she was getting 2 bolus and in february and now she was getting 3 bolus. Patient stated they had the same issue in january, february, and march with less than half medication being remove from the pump and the pump should have been empty. Patient stated she was not sure there if the medication was steady for her. Patient reported they were not sure if the medication was keeping the pain level. Patient stated this issue had been going on since last year, since they called us before. Patient stated when hcp did the refill on the pump she could feel the medication. Patient stated she thought the pump was malfunctioning. Patient also stated they had been getting services code 338 on the personal therapy manager (ptm). Patient stated the ptm time keep resetting to chicago time and off by 6hrs. Patient stated she could live with the time being off. Patient asked how to see the next refill date and total bolus. Agent assisted patient with navigating the handset to see refill date and bolus and to correct date and time. Agent recommend patient consult with hcp for next step.